Event description:
It was reported that the filter of an interlink administration set turned black. This occurred during a patient infusion. The reporter stated that three non-baxter drugs were being administered through the main route; five minutes after an additional non-baxter drug was injected from the y-site under the filter, the filter turned black. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review was conducted and no issues were found related to the reported condition during the manufacturing process. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.